Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
During incoming inspection at distribution, a foreign material (hair) was found in the package. This event was found on 2 units, lot#16139017.

Manufacturer narrative:
The inspection of the device provided could confirm the reported event. (B)(4) was already initiated for the previous complained event reporting the same failure mode ((B)(4)), followed by (B)(4), for (B)(4) was initiated and (B)(4), as well as (B)(4), and the current complaint ((B)(4)) is addressed in (B)(4). The currently complained (B)(4) as well as (B)(4) were investigated in (B)(4). The package returned to stryker instruments, (B)(4), will be retained to complete a device defect awareness training with the operators that did not detect the presence of the hairs in the packages when completing the inspection. There have been multiple ncs for this issue type. Therefore it was escalated and linked to CAPA (B)(4) - hair in packs found at distribution centre. The CAPA is still ongoing. Summarizing all facts the root cause can be attributed to a manufacturing (packaging) related issue.

Event description:
During incoming inspection at distribution, a foreign material (hair) was found in the package. This event was found on 2 units, lot#16139017.